Event description:
It was reported that the rotation button was sticking causing the c-arm to continue rotation. No injury reported. A field engineer was dispatched to the site and the right side control panel was replaced. Once this was completed the system was working as intended.